Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the csc14 blood cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that a foreign particle was found inside the cardioplegia unit. As this was found during setup, there was no pt involvement. The investigation revealed that a particle was present beyond the device bubble trap net. No other abnormality nor defect was found throughout the visual inspection. The unit was autopsied and a chemical composition was performed by (B)(4) which found the particle to be ethylene vinyl acetate. There is no component made of this material in the cardioplegia unit. This was determined to be a manufacturing error. The manufacturing area and product process were carefully inspected, but no possible source of this material could be identified. The DHR verification did not reveal any relevant info related to the defect. As the root cause of this type of problem was identified as human error, the manufacturing department has formally been informed to sensitize operators to correctly identify non-acceptable components and discard them. A dedicated area was implemented to display photographs of issues directly related to manufacturing process errors and a procedure was generated to periodically retain the manufacturing personnel. No trend has been identified. No further action is required. Sorin group (B)(4) will continue to monitor the market for trends.

Event description:
Sorin group (B)(4) received a report that a foreign particle was found inside the cardioplegia unit. As this was found during setup, there was no pt involvement.